Event description:
Complainant alleges "sterilized failure".

Manufacturer narrative:
The actual device was returned for evaluation. There was product interference, preventing a proper seal on the package and resulting in a seal failure. The sponge undergoes pre-treatment and drying in the oven, which can lead to curling of the liner on the back of the sponge. If the liner curls upward higher than the pouch, the sponge may interfere with the maching, potentially being pushed in the sealing lane and becoming sealed with the package. The high speed cycle time of the packaging line does not allow the operator sufficient time to detect and remove curled sponges before packaging. Work instruction updates now include visual guidance on identifying curled sponges and instructions for removal before pouch loading. Additionally as of march 19. 2025, the cycle time has been reduced to provide operators more time for inspection and to prevent curled sponges from interfering with the seal. The root cause is manufacturing error. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.